Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. Predilation was performed with a balloon and intravascular ultrasound (ivus) was performed. A 4.00 x 24 synergy¿ stent was advanced but failed to cross the lesion. A non-bsc guide catheter was used but the synergy¿ stent still failed to cross the lesion. When the device was removed, the stent strut got caught at the tip of the non-bsc guide catheter. The device was checked and it was noted that the stent strut was found to be lifted. Dilatation was performed for several times and the procedure was completed with another 4.00 x 24 synergy¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the mid-section of the stent, a stent struts were deformed, lifted and pulled in a distal direction. The undamaged section of the crimped stent od(outer diameter) was measured and is within the maximum crimped stent profile measurement. Stent damage most likely occurred when the stent got caught by the tip of a guide catheter. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found kinks along the inner and outer extrusion shaft. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. Based on analysis results and event description, the device failed to cross the lesion most likely due to anatomical factors. During attempts to withdraw the device, the stent interacted with the non-bsc device and stent damaged was noted once the device was removed from the patient. Stent damage most likely occurred when the stent got caught by the tip of the non-bsc device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. Predilation was performed with a balloon and intravascular ultrasound (ivus) was performed. A 4.00 x 24 synergy¿ stent was advanced but failed to cross the lesion. A non-bsc guide catheter was used but the synergy¿ stent still failed to cross the lesion. When the device was removed, the stent strut got caught at the tip of the non-bsc guide catheter. The device was checked and it was noted that the stent strut was found to be lifted. Dilatation was performed for several times and the procedure was completed with another 4.00 x 24 synergy¿ stent. No patient complications were reported.